Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant, gross right atrial (ra) lead dislodgement was observed. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.